Event description:
Info rec'd indicates the brake will lock but the casters continue to swivel.

Manufacturer narrative:
The technician found three of the casters on the stretcher were worn. He replaced the three casters to repair the stretcher.